Event description:
Boston scientific crm (bsc) received info that this guidant cardiac resynchronization therapy-defibrillator (crt-d) was explanted at elective replacement indicatory (eri) status for normal battery depletion and replaced with a bsc crt-d. There were no known allegations against this device or the replacement device. A healthcare provider initially reported, the pt was hospitalized for an unrelated issue, and the decision was made to replace the device during the pt's hospitalization. The pt was pacing-dependent. The pt passed away two days after the device replacement. A boston scientific field representative subsequently reported that the pt aspirated during the replacement procedure, and experienced pulseless electrical activity. The pt was resuscitated with a resulting observed rhythm and blood pressure, and transferred to an intensive care unit following completion of the device replacement procedure. The pt's cause of death was not determined, and an autopsy was ordered. This device is included in the 4/5/2007 shortened replacement window advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.43 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were insolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed on the quarter 2, 2009 product performance report.